Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode before returning it to tandem, using a prepaid label, within ten days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.